Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2016-01962 / 02487). Product location unknown.

Event description:
It was reported patient underwent a right ankle revision procedure to remove unknown osteosynthesis hardware due to pain, swelling and limited mobility.